Event description:
It was reported that during an ion transbronchial lung biopsy procedure the patient experienced an air embolism that led to st-elevation myocardial infarction (stemi) and cerebrovascular accident (cva). One biopsied lesion was 1.8 cm in size and located in the left upper lobe. Another biopsied lesion was 4.0 cm in size and located in the right upper lobe. The lesion distance to pleura was greater than 3 cm. The patient had a history of obstructive sleep apnea (osa) on bilevel positive airway pressure (bipap), hypertension, and remote history of sarcoidosis. The procedure was going well with the biopsy of multiple lesions. The first and second lesions were successfully biopsied and the procedure went fine with no pneumothorax present. The ion portion of the procedure was completed, but the robot was still attached to the patient as a bronchoalveolar lavage was being performed. As the physician was trying to exit the patient, there was a blockage and abnormal vital signs were observed. The patient became bradycardic and then had st elevations on the monitor. The physician was concerned about the patient coding; therefore, the remainder of the procedure was aborted. Per the physician, the vital sign changes were due to an air embolism into the coronaries (rca) and into cerebral circulation. The catheterization lab was called and the patient was promptly extubated. The patient was found to have clean coronaries. The patient had right upper extremity weakness; therefore, a stroke code was called. The patient was admitted to the intensive care unit (ICU) and remained encephalopathic for 48 hours. The patient then started to improve. A MRI of the patient's head confirmed multiple cva lesions suggestive of embolic insult. A CT of the patient's head was negative. No tissue plasminogen activator (tpa) was given. The patient started to improve clinically and was discharged home once back to baseline neurologically. The total length of stay was 4 days and the patient's diagnosis was sarcoidosis.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. A review of the event was conducted by an intuitive surgical, inc. (Isi) medical safety officer (mso) and the following additional information was provided: "a 74-year-old patient underwent an ion lung biopsy which confirmed sarcoidosis. Biopsy of 2 lesions was completed and the procedure was transitioned to manual bronchoscopy. While bronchoalveolar lavage was being performed when ECG changes including bradycardia and st elevations were noted. The remainder of the procedure was then aborted. Cardiac catheterization was performed with no obstructive coronary artery disease and the patient was extubated. Right upper extremity weakness was then noted prompting a code stroke. MRI confirmed multiple strokes suggestive of embolic events. CT head was negative. The patient neurologic status returned to baseline and was discharged home after a 4-day hospitalization. No air embolism was identified on imaging (CT chest, CT head and MRI brain) nor on cardiac catheterization in the setting of transient ECG changes and evidence of strokes on MRI making air embolism as the cause of symptoms unlikely. Given the available data the stroke and transient ECG changes with full recovery to baseline was procedure related and not device related. There was no malfunction of the ion system, instruments or accessories noted. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks, 5 arrhythmias (0.02%) and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes, no arrhythmias and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%), no strokes and no arrhythmias. Another prospective series of 415 ion procedures reported 1 cva (0.2%) and no cardiac events. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. Given the available data air embolism is unlikely with negative imaging in the setting of symptoms. In one study of air embolism with CT guided biopsy in 559 cases, 27 events (4.8%) of air embolism were detected with obligatory post biopsy imaging with only 1 patient (0.18%) being symptomatic. In another series of 204 cases of CT guided biopsy 8 events of air embolism were detected with only 2 being symptomatic. Therefore, air embolism is unlikely with negative imaging in the setting of symptoms based on available data. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Monnin-bares, valérie, et al. Systemic air embolism depicted on systematic whole thoracic CT acquisition after percutaneous lung biopsy: incidence and risk factors. European journal of radiology. 2019. Maehara, yosuke, et al. "Frequency and risk factors for air embolism in computed tomography fluoroscopy¿guided biopsy of lung tumor with the use of noncoaxial automatic needle." Journal of computer assisted tomography. 2023. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007."